Event description:
Customer reported that the insulin pump smells like insulin and he noticed moisture in it. Customer stated that the insulin smell and moisture was found in the reservoir compartment. Customer stated he has been receiving more no delivery alarms since then. Button error alarm was found in the alarm history. Blood glucose value is 123 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms during testing. However, the insulin pump had intermittent button response due to flattened, buttons, dome switch. No excessive no delivery alarms noted during testing. The device passed prime test, excessive no delivery test, and displacement test. No moisture damage on electronic assembly during visual inspection. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.